Manufacturer narrative:
The exposed portion of the soft cannula was found to have a kink. Fluid was observed passing the kink during a fluid flow test. It could not be determined when the kink occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod on the abdomen between 1 and 4 hours. A new pod was applied as treatment.